Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 12nov2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), the presence of pump thrombosis was confirmed that could have contributed to the report of elevated lactate dehydrogenase (ldh) and elevated pump power. A specific origin for the deposition or time that it was present in this location could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 9.25¿ from the pump housing, and the distal portion of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, and the sealed outflow graft bend relief were not returned. Examination of the outlet stator upon disassembly of (B)(6) revealed a red, tissue-like deposition in the proximal side of the outlet stator, surrounding the outlet bearing ball. The deposition demonstrated some areas of denaturation along its edges, and contact marks were noted on the outlet bearing cup of the rotor. Based on the deposition¿s structure, the deposition¿s denaturation, and the contact marks noted on the outlet bearing cup, the deposition appeared to have been present during support, but may not have initially formed in that location. A specific origin or period of time for which the deposition was present in the outlet stator could not be conclusively determined through this evaluation. The deposition in the outlet stator could have contributed to the report of increased ldh. The deposition could have also contributed to the report of elevated pump power if the deposition contacted the rotor during support, increasing drag on the rotor. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange for thrombosis is captured under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was elevated and pump flow and power were in the 7-8 range. The patient was admitted and placed on bivalirudin drop (gtt). The physician stated if ldh did not improve through the week, the patient's pump would be exchanged. This would be the patient's third pump (originally implanted (B)(6) 2016 and exchange due to thrombosis on (B)(6) 2018). The patient had a history of non-compliance with medication. The patient underwent a pump exchange on (B)(6) 2021 and was discharged on (B)(6) 2021.